Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing inflammation of the throat, dry mouth, headaches and retinal/eye issues. The patient reported to have retinal surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 07, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that they are having potential side effects of therapy, inflammation of the throat, dry mouth, and headache related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed during internal investigation and found an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box, and blower seal. A keratin like substance was observed on the blower box outlet, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 1 error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms specified. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem, was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.